Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported an asymptomatic patient presented in clinic for follow up when high voltage lead impedance out of range and high pacing threshold were observed. The lead was replaced.